Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received a patient notifier for high, out of range high voltage lead impedance. Trends showed multiple out of range high voltage lead impedance measurements. The lead was explanted and replaced. The patients condition was fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.